Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was having issues with the sensors. The sensors were not inserting properly. A sensor's needle got stuck in the serter and another sensor folded over. The needle's hub assembly was inside the serter. The sensor was not connecting with the insulin pump. Customer's blood glucose level was 400 mg/dl. She treated her high blood glucose level with a manual injection. The device was not returned.